Event description:
It was reported that a skin reaction issue occurred. The wearable was inserted into the arm on (B)(6) 2025. On 07/26/2025, it was reported by the parent that the patient experienced a skin reaction and prior to sensor insertion the patient did not cleanse the area. The patient developed redness, inflammation/swelling, bumps (pimples), and an infection under the sensor patch. On the night of sunday, (B)(6) 2025, the patient showed the infected area to his mother (reporter) who promptly arranged for an appointment to have it examined. The following morning, (B)(6) 2025, they consulted a physician who assessed the reaction area and prescribed oral and topical antibiotic medications (cephalexin one unspecified tablet every 12 hours for 7 days; and mupirocin ointment, every 8 hours for 5 days). At the time of the report, no photo was provided, and the patient was doing well after treatment. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).